Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station was having issues with intermittent comm loss. The communication loss is intermittent and doesn't have any patterns. When the communication loss happens, all 32 patients would go into communication loss. There is a combination of transmitter and bedside monitors being monitored. The patients have been moved to another cns. The biomed spoke like this was an ongoing issue but nihon kohden technical support could not find any tickets for this device regarding comm loss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the telemetry transmitters and bedside monitors were being used in conjunction with the cns, but no model and serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station was having issues with intermittent comm loss. The communication loss is intermittent and doesn't have any patterns. When the communication loss happens, all 32 patients would go into communication loss. There is a combination of transmitter and bedside monitors being monitored. The patients have been moved to another cns. The biomed spoke like this was an ongoing issue but nihon kohden technical support could not find any tickets for this device regarding comm loss. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was having intermittent comm loss. No patient harm was reported. The cns was monitoring a combination of bedside monitors (bsms) and transmitters. The patients were moved to another cns to continue patient monitoring. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause is the facility's network environment. The customer performed multiple troubleshooting measures including verifying all ip addresses, which did not resolve the issue. The customers it department had taken apart the wall port jack and re punched some wiring. On a follow-up with the customer, they confirmed that the reported issue was resolved. Review of system serial number finds no reoccurrence of the reported issue. Comm loss is an error message notifying the user of a loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having intermittent comm loss.